Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. The lead was explanted, however when the new lead was connected to the device the noise was still observed. The device was then explanted and replaced. The patient was doing fine post-procedure.

Manufacturer narrative:
Evaluation description: the reported field event of noise was confirmed in the laboratory. The device was tested on the bench and an anomalous connection between a capacitor and the hybrid was noted. The noise was caused by an anomalous connection between a capacitor and the hybrid. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.